Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed with result in 0 voltage. A review of the share logs was performed and the allegation was not confirmed; however, a transmitter fatal error was found within the investigation window. The probable cause could not be determined as the reported allegation was not found. The reported event of a pair new transmitter message is reportable based on the finding of transmitter fatal error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. Data was evaluated and the allegation was not confirmed; however, a transmitter fatal error was found within the investigation window. The probable cause could not be determined as the reported allegation was not found. The reported event of a pair new transmitter message is reportable based on the finding of transmitter fatal error. No injury or medical intervention was reported.